Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed; no image pre-procedure was not able to be re-produced. Externally, the camera is in good condition, and a water leakage test passed. When connected to the otv-s190 processor, the camera passed all tests in accordance with the OEM technical manual. The camera was left on soak test and the cable was manipulated to detect any failure, but the image remained present and stable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the hd camera head. The event occurred during preparation for use. The procedure was completed using a similar device. There was no report of patient harm or injury associated with this event.